Manufacturer narrative:
Exact patient age is unknown; however the patient was reported to be ¿middle aged.¿ the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was to be implanted to treat a pseudocyst during a cyst gastrostomy and cyst drainage with stent placement procedure performed on (B)(6) 2016. According to the complainant, during the cyst gastrostomy and under eus guidance, the physician punctured a blood vessel which then bled profusely. The physician deployed the distal flange of the stent but was unable to get endoscopic view. The proximal flange was then deployed; however, it was deployed in the scope. Instead of pushing the stent out by adjusting the sheath, the physician backed away and pulled the stent into the stomach. The stent was completely deployed in the stomach. The bleeding was controlled and the procedure was completed with another device. The patient's condition at the conclusion of the procedure was reported to be fine.